Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generated error code c-30 when testing monopolar connector #2 coag. In logs, error c30 was identified. Probable root cause is attributed to a defective generator. The second iesu has been returned and evaluated by the failure analysis (fa) team. The issue was confirmed in logs, which showed c-30, m-11, and m-18 errors. Functional testing produced a c-30 error on the monopolar connector #2 coag, and internal erbe logs also showed c-00 and m-11 errors. The root cause could not be determined.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure using an xi system, an operating room (or) staff member called to report that the erbe integrated electrosurgical unit (iesu) was displaying activation interrupted errors. She stated they were receiving c-00 and m-11 errors, and monopolar was not working. Rebooting the erbe temporarily restored monopolar functionality, but the activation interrupted errors returned. Error logs showed c-30, c-00, m-11, and m-18. The procedure was completed as planned with no report of patient injury.